Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient has bilateral 3058 ipg¿s in situ which were both inserted on (B)(6)2020. On (B)(6)2022, the patient's two systems were reviewed ad had comparable estimated longevity. The left device was active at 0.7v (longevity 75.1-99.1 mos) and the right device at 0.7v (longevity 70.2-82.9 mos). The two systems were reviewed again approx. 10 months later and found that the right device now had a reduced longevity of only 11.3-25.3 @ 0.4v, whereas the left device still had  a longevity of 74.0-92.5 mos @ 0.95v. It was unsure why the right device had such a rapidly depleted battery life in comparison to the left device which was inserted at the same time. The right device has also been consistently operating at a lower voltage than the left device. It was discussed with this patient through mdt as it seems likely that the right device will need replacing in the near future and the question was raised about why one of the ipgs has a much reduced longevity. The only other potentially relevant event that they were aware of in between the two review dates of the system, the patient had an abandoned head only MRI scan in (B)(6) 2023. During the scan the patient reported feeling a ¿jolt¿ around the location of their stimulators and pressed the emergency stop button on the scanner.

Manufacturer narrative:
B2 date of event esitimate g2: country united kingdom see manufacturer¿s report # (B)(4).for concomitant ins information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They reported the implants were not explanted so cant be sent back.